Manufacturer narrative:
Correction/removal number: 3002809144-02/27/19-001-c. A product correction letter was issued on february 26, 2019 to all alinity ci-series processing module customers. The letter informs the customer of the issue regarding the safety interlock covering the septum piercing probes within the bulk solution bottle holder, which may not deploy when a bulk solution bottle is removed from the alinity I processing module. The letter further warns the customer of the probe stick hazard and potential exposure of unprotected skin to the bulk solutions. The alinity I trigger solution contains hydroxide at a concentration that may cause skin irritation; and the alinity I concentrated wash buffer contains 5-bromo-5-nitro-1,3-dioxane, which may produce an allergic reaction. The product correction letter provides instructions to continue to follow the alinity ci-series operations manual when replacing the bulk solutions. An abbott representative will contact all impacted customers to schedule time for placement of hazard labeling in the bulk solution area to increase awareness of this hazard. Additionally, the ci-series operations manual is being updated to include the hazard information.

Manufacturer narrative:
The operator inadvertently stuck their finger on the pn part number a-30109811-01; bottle pierce probe [cabs pin] assembly the concentrated wash buffer bottle holder on the alinity I analyzer. The concentrated wash buffer bottle did not lock into place and the operator attempted to clean the bottle holder area as a troubleshooting step. The bottle pierce probe is exposed after the bulk solution bottle is removed from the cradle on the alinity c and alinity I instruments. The evaluation was reopened on 15november2018 and a deficiency of the likely cause part, assy, bottle pierce probe (part number a-30109811-01), was not identified; however, a deficiency exists with regard to the cabs pin exposed after the concentrated wash buffer bottle was removed, which led to an operator injury and is being investigated under quality record 654689. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to adequately address the safety hazards and safety awareness where hazards may exist.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. The operator inadvertently stuck their finger on the bottle pierce probe cabs pin assembly the concentrated wash buffer bottle holder. The concentrated wash buffer bottle did not lock into place and the operator attempted to clean the bottle holder area as a troubleshooting step. The probe within the piercing mechanism of the bottle holder was not retracted when the operator cleaned the area. The finger stick sustained from the piercing probe did not break the skin and no medical treatment was received. A repair of the analyzer was not required and no parts were replaced as the abbott technical support specialist assisted customer with successfully seating the concentrated wash buffer bottle. There were no similar complaints. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
(B)(4). All available information was included. Additional details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer stuck their finger swapping out the buffer bottles on the alinity analyzer. The customer injured her finger, however no further details regarding treatment, exposure or outcome were provided.